Event description:
It was reported that an unspecified malfunction alarm occurred. The malfunction code is not able to be reset. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not provided.